Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd plastipak¿ 20ml syringe luer-lok¿ the extension set doesn't go tight with q-syte it's just rolling all over the thread and same problem is also with luer-lock syringes.

Manufacturer narrative:
H.6. Investigation summary: it has been received 2 used samples of 20ll without blister and 3 extension tubes (q-syte) for investigation. Upon visual inspection of both samples, no damage or molding defect can be observed in any of them that could cause the alleged defect. DHR cannot be reviewed since lot number is unknown. Tip and thread verification test is done to the first lot manufactured per month and per manufacturing line according to procedures pc-132 and jg-600 with iso 594 compliant pass/non pass gauges (#10-419/2 and #10-413 respectively). Syringe tip and thread of the two samples received is verified with these gauges and they are iso594 compliant. Q-syte connections are verified with an iso 594 compliant pass/non pass (#10-431/2) gauge finding the three ones iso compliant. Both syringes are connected to the q-syte not observing any difficulty, both devices can be connected remaining attached correctly and leakage is not observed between connection. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304). Since no manufacturing defect has been found in samples received and they meet iso594 specification, the root cause of the alleged defect cannot be determined. The probable root cause can be related to a bad connection by user. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd plastipak¿ 20ml syringe luer-lok¿ the extension set doesn't go tight with q-syte it's just rolling all over the thread and same problem is also with luer-lock syringes.